Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to another device (paramedic¿s meter). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began approximately 2 weeks prior to contacting lfs. The patient reported obtaining a blood glucose result with the subject meter that was ¿2 points¿ greater that the other device. The patient was unable to recall the exact results. The tests were performed within 30 minutes of each other. During the follow-up call, the patient confirmed that the paramedics were contacted due to a health issue unrelated to diabetes. The patient confirmed that he did not develop any symptoms related to diabetes. The patient confirmed that the unspecified treatment received was for a health issue unrelated to diabetes. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.